Event description:
It was reported that this implantable lead was implanted on the left bundle branch. Due to therapy upgrade it was decided to plug this lead on the right ventricle rate sense port. This was considered an off label use due to the physician wanting to retain shocking capabilities which is not possible due to the nature of the port and no adapter being available. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).